Manufacturer narrative:
The subject device was visually evaluated. The barrel insert at the distal end of the device was found to have detached from the cannula assembly and was not returned with the device. The tabs that hold the barrel insert in the cannula showed evidence of having been crimped. The guide wire was also noted to be bent from applied force. No manufacturing anomalies were noted during the evaluation. Based on the available information the device jamming was related to the bent guide wire condition. The instructions-for-use (IFU) supplied with the device states, "if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." It is not known at this time if the component came free within the body or later after it was removed and user attempted to clear the jam. If more information is obtained a follow up report shall be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Information as reported by the user facility: during a ventral repair with an mesh, the bard/davol optifix fixation device jammed while in use. As reported the case was completed using another of the same device. No patient injury was reported. The returned sample was noted during evaluation that a component that is located at the distal tip of the device was missing and the prongs that retain the insert were pushed outward. This indicates that force was applied to the device in a manner that caused the piece to come free. Attempts have been made to gather more information from the user to determine when the component came free and what actions if any needed to be taken. At this time it is not known when the piece came free. As a malfunction of this nature could result in an unintended piece coming free in use a MDR is being filed to document this event.